Event description:
During preventive maintenance by the customer, the power switch of the autopulse platform (sn (B)(4) functioned intermittently. The customer stated that the autopulse platform did not power up when the power switch was pressed. In addition, the customer reported a crack on the front enclosure. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the power switch of the autopulse platform (sn (B)(4) functioned intermittently, and the autopulse platform did not power up when the power switch was pressed" was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The customer reported a complaint that "the autopulse platform has a crack on the front enclosure," which was confirmed during the visual inspection. The reported physical damage was likely attributed to user mishandling, such as a drop. The front enclosure will be replaced to address the reported physical damage. Upon visual inspection, no other physical damage was observed. The autopulse platform passed the functional testing without any error or fault. The customer reported complaint was not reproduced during the functional testing. The archive data review showed no significant discrepancies. Zoll is awaiting customer approval for service repair.